Event description:
Complainant alleged that while attempting to defibrillate a male pt, the device would not discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.